Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the numbers are ramping and the scroll bar is moving up or down without any input. Customer's blood glucose was 117 mg/dl. Issue has been occurring during normal use. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. No scrolling numbers on the display noted. The pump had a cracked reservoir tube lip.